Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of capture was observed on the device. Programming changes were recommended. Physician elected to monitor the patient. Patient was stable before, during and after the event.